Event description:
Provider went to place the savi device on the patient. Provider unlocked and deployed the device and removed the needle. When the post imaging was completed, there was no savi device in the breast tissue. They examined the needle, and the device was still in the needle. Exam had to be repeated to place another savi device.